Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5) occurred. The customer's blood glucose (bg) level ranged from not impacted to 223 mg/dl. The customer loaded a new cartridge and delivered a bolus to address bg level. Reportedly, the customer may have been removing insulin from the cartridge during pumping. However, this could not be confirmed.